Event description:
It was reported that the pump battery would not charge despite trying different outlets, cables, and adaptors. There was no reported impact on the customer's blood glucose level. The issue remained unresolved, so the pump was replaced by the distributor. The customer did not share what backup insulin therapy they would use during this process.